Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had nausea, vomiting, and extreme thirst 9 days after the sensor was put on the arm. Her dexcom cgm mobile device displayed egv 160 mg/dl, and no blood draw was performed at that time. Concerned, she checked her ketones, which were extremely high. No treatment was administered at home. At around 3:30 pm, the spouse took her to the emergency department. There, the patient had dka with bg 514 mg/dl and egv 155 mg/dl. The patient was admitted to the ICU, where she received zofran and another stronger anti-nausea medication (name unknown), along with an insulin drip. Her blood glucose began to decrease later that night. The following day, the patient applied a new dexcom sensor and continued comparing readings with fingerstick measurements, which were within range. She remained hospitalized until monday, when she was discharged without any new prescriptions beyond her existing medications. She was advised to follow up with her healthcare provider within the week. The patient is now home, recovered, and doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the patient's blood glucose were checked and it was reported to fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.